Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that after the surgeon used a high speed bur (midas rex) to make pilot holes in the cortex of the lateral mass bone, the surgeon proceeded by drilling the lateral mass with the 14mm fixed mountaineer drill bit attached to a stryker tps powered hand drill in preparation for tapping and subsequent placement of screw. The 14mm fixed mountaineer drill bit broke off into the lateral mass bone of the c5 vertebrae. The location of the break of the drill bit was the distal end of the bit. The surgeon was able to retrieve the broken piece of the drill bit from the lateral mass of the c5 vertebrae by using a standard needle driver. The surgery was delayed approximately 5 minutes to retrieve the broken off piece of the drill bit. The surgery proceeded on and no other issues occurred.

Manufacturer narrative:
Visual inspection of the returned mountaineer 14mm fixed drill noted that the fracture was located at the drill¿s distal tip, the second half of the tip was not returned for evaluation as it was discarded. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of plastic deformation consistent with over loading. A review of the device history record (DHR) for the mountaineer 14mm fixed drill was conducted identifying no discrepancies. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the mountaineer 14mm fixed drill bit becoming broken cannot positively be determined. However, the fracture analysis shows evidence of plastic deformation consistent with overloading causing the drill to break. No corrective action/preventive action (CAPA) is required at this time as there has been no issues identified in the manufacturing or release of this device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.